Event description:
The patient stated that he experienced bgs over 500 mg/dl, and he treated with a manual injection, as well as having to change the infusion set. The patient stated that the cannula was not bent when the infusion set was removed. Advised that the high pressure test could be conducted, but the patient declined. Advised to call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.